Event description:
During PICC insertion into the patient's neck, the guide wire was lost. The wire ended up migrating into patient's superior vena cava, which required surgical intervention to retrieve.